Event description:
The patient removed the catheter one morning in 2006 without supervision. The patient experienced difficulty removing the catheter and just before the catheter was removed, the patient heard a snap and found a portion of the catheter missing. The patient did not report the removal or breaking of the catheter to the community health nurse, until the evening nurse called the patient's home. The community nurse referred the patient to the local hosp emergency dept for evaluation. The patient's chest and right arm were x-rayed, but the patient was asymptomatic and was released by the hosp, but with a list of symptoms that, if any occur, should prompt the patient to return to the hosp without delay.